Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a meniscus repair surgery t1 and t2 deployed simultaneously. All t´s were removed from the patient. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported curved ultra fast-fix assembly, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The depth limiter has been trimmed to the surgeons desired length. The trigger has not been fully advanced or locked within the handle indicating a pre-deployment of t2. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not maintaining the needle tip within arthroscopic view during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.